Event description:
A spacelabs customer reported that when remote viewing a telemetry patient at a bedside monitor, the ECG waveform and heart rate information displayed was different than that displayed at the central station.

Manufacturer narrative:
The hospital biomed reported that all waveforms, numeric and printed information at the central station was accurate. All information in clinical access, long term storage / full discloser system, was accurate. The discrepancy was only observed at the remote view, bedside monitor. The hospital staff disabled the remote view function, after that, the anomaly was no longer observed and it was not repeatable, event after re-establishing a remote view. Spacelabs and the hospital have been unable to duplicate these symptoms and are continuing the evaluation of the device and the telemetry environment. Additional information will be provided as soon as it becomes available.